Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using the gore® excluder® aaa endoprosthesis, the gore® excluder® conformable aaa endoprosthesis, and the gore® dryseal flex introducer sheath. After deploying the stent grafts, ballooning was carried out using a non-gore balloon catheter. During the ballooning of the right common iliac artery, excessive dilation was observed. It was confirmed that the contrast agent had leaked outside the vessel. An additional stent graft was placed extending to the right external iliac artery. Doppler examinations were performed on both legs, but no blood flow sounds were detected. Surgical debridement and thrombectomy were performed. The physician stated the following: we had confirmed that the condition of the blood vessels was poor, so ballooning was applied lightly, but I believe the vessels were more fragile than anticipated.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: dissection, perforation, or rupture of the aortic vessel and surrounding vasculature, embolization (micro and macro) with transient or permanent ischemia. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #plc121400j, serial # (B)(6), UDI (B)(4). Catalog #plc121400j, serial # (B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.